Event description:
It was reported the powered laser surgical instrument had a burning smell coming from the connecting point. The issue occurred during a therapeutic cystolitholapaxy procedure. There was no delay and the procedure was completed. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.